Event description:
It was reported that a 52-year-old caucasian female who underwent breast augmentation revision with mentor smooth round moderate profile 625cc saline prostheses experienced right sided deflation with bruising and left sided device migration post procedure. The deflation was thought to have been possibly caused by a car accident. The deflation was diagnosed through a physical examination. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. The right sided deflation was reported initially under 1645337-2022-04812 on (B)(6) 2022. On (B)(6) 2022 mentor received additional information and initial awareness of left sided device migration. This report relates to the left prosthesis.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: n/a mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on september 30, 2022. Explant was performed on (B)(6) 2022. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: device migration. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
A manufacturing record evaluation was performed for the finished device 7479537 number on (B)(6) 2022, and no non-conformances were identified. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on december 9, 2022. Replacement with 680cc mentor memorygel xtra breast implant was performed with explant. Manufacturer¿s reference number: (B)(4).